Manufacturer narrative:
Analysis determined the jaws are not able to close completely due to the upper jaw contacting the ceramic hub. This condition could result in poor coagulation effect.

Event description:
During a lsh case, the device did not seal the uterine artery. How the case was completed was not reported. No patient harm was reported.